Event description:
A facility did not respond to their automatic endoscope reprocessor's (aer) temperature warning light being off and subsequently disinfected their egd and colonoscopes in cidex opa at 20 degrees delsius instead of 25 degrees celsius with a five minute disinfection time for an indeterminate amount of time. No pt injuries were reported.